Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m w/drive pcb blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the cmos-m w/drive pcb. In addition, we confirmed that the light guide cable fluid damage, the lg cable connector fluid damage, the remote control button(1) cracked, the control body corroded, the lg cable connector corroded, the air/water socket deformed, and the air/water socket leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).